Manufacturer narrative:
(B)(4) - leaflet disruption cause by fibrin. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to severe mitral regurgitation. According to the operative report, this patient underwent mitral valve replacement 4 years ago and he presented with moderately severe prosthetic valve mitral regurgitation and also calcific aortic stenosis. Under general endotracheal anesthesia, cardiopulmonary bypass was instituted. Aorta was opened and the heavily calcified tricuspid aortic valve was completely removed and replaced with an edwards bioprosthetic valve. Since the patient had severe prosthetic valve mitral regurgitation, the left atrium was opened. Because of previous left atriotomy, there were a lot of adhesions between the pericardium and the right atrial wall. The mitral prosthetic valve was removed. It could be seen that the posterior leaflet of the mitral valve was left in place. During the first operative procedure, some of the caudate got trapped on to the edges of the pericardial valve and completely fused with the pericardial valve and there was fibrin covering which completely limited the opening and closure of the pericardial prosthesis. So the prosthesis was removed. They were able to take the patient off cardiopulmonary bypass without any problems. The patient tolerated the procedure well.